Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to a pt injury. Device issue: balloon rupture. It was reported that after the 4th inflation for predilatation, a non-abbott balloon ruptured. They inflated the balloon three times to 6 atms for 15 seconds and it ruptured at 12 atms. They took a second non-abbott balloon to 14 atms and it ruptured on the first inflation. Then, a 2.75 x 18 mm promus stent delivery system (sds) was used and the balloon ruptured on the first inflation. The promus stent was successfully deployed. All three balloons were removed from the pt, intact. They were using a non-abbott inflation device. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Balloon ruptures can be affected by numerous factors. Multiple devices ruptured during the procedure, this may also indicate that the difficulties experienced may have been related to characteristics of the lesion or circumstances of the procedure. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture. A review of the lot history record did not reveal any nonconformity associated with this lot. Overall, based on the info received and without the product to examine, a definitive cause for the balloon rupture cannot be determined.